Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the battery hot to the touch and inaccurate insulin gauge issue could not be verified.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer's blood glucose (bg) level was 540 mg/dl. A correction bolus was delivered to address bg. The customer reverted to an alternative method of insulin therapy. It was also reported that the insulin gauge was inaccurate and that the pump battery could not be charged.. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.